Manufacturer narrative:
Neither the catalogue number nor the lot number was available thus neither DHR (device history review) nor fal (failure analysis) could be completed. In-stent stenosis is a known potential adverse event associated with the use of the enterprise stent and is listed in the IFU as stenosis of the stented segment, total occlusion of the stented segment and stent occlusion. However, in this case, the device was used in an off-label fashion for treatment of a stenotic area within the cerebral vasculature and the IFU does not address possible adverse events associated with off-label applications. Therefore, no corrective action will be performed. Review of the available information suggests that underlying patient issues, specifically the atherosclerotic disease process present in the treated vessel, and medication regimen factors may have contributed to the reported event. UDI: 3 attempts to obtain device information unsuccessful; part # unknown, lot # unknown, UDI unavailable.

Event description:
As reported by the health care professional during a follow up angiogram 7 months post procedure there was severe intra-stent stenosis at the level of the proximal to mid segment of the left m1 segment of the middle cerebral artery (mca) after using an enterprise stent. There was evidence of a functional occlusion after the anterior cerebral artery (aca) origin and evidence of competitive flow from retrograde filling coming off left aca leptomeningeal collaterals into the left mca branches. The original therapy was performed using a solitaire stent retrieval, however the lesion was persistent. Due to the suspicion that this was atherosclerotic related, and that it could close off again, heparin was given as a bolus, and repeat angiogram revealed progression of the lesion with progressive reocclusion. This was consistent with reformation of clot and recoiling of this stenosed area. The decision was made to stent this lesion, as the only option that could maintain patency of the vessel. Therefore, a prowler select plus was navigated inside of the navien guiding catheter that was positioned in the petrous segment of the internal carotid artery and maneuvered into the inferior division of m2. The fathom 0.016 microwire was removed. The only stent that could be deployed through this microcathter was an enterprise. Therefore, an enterprise 4.5 x 22 mm was advanced. Follow up left internal carotid artery angiogram post stenting revealed complete recanalization with no residual distal occlusion (full reperfusion, tici3). The flow had remarkably improved. There was mild residual stenosis of the targeted area. At the three month follow up reported excellent recovery from the initial left m1 stenting of an atherosclerotic lesion. No reported symptoms were present at that time related to the stenting procedure. The nihss score for facial palsy was 2 and the mrs was 1.